Event description:
Healthcare professional reported, right side rupture. "Nodule with benign characteristics and axillary ganglion affectation (snow storm signs)". Diagnosed via ultrasound. The capsule was sent for anatomopathological analysis. Which found, marked fibrosis and inflammation with giant cell of foreign body type. Device has been explanted with a complete capsulectomy. And replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, rupture and migration.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture and silicone migration: observed an opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lump/ nodule: unable to observed as it is a medical event that device is observed. ¿ granuloma: unable to observed as it is a medical event that is not related to the device. ¿ local reaction: unable to observed as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture, "nodule with benign characteristics and axillary ganglion affectation (snow storm signs)" diagnosed via ultrasound. The capsule was sent for anatomopathological analysis which found marked fibrosis and inflammation with giant cell of foreign body type. Device has been explanted with a complete capsulectomy and replaced with another manufacturer's device.